Manufacturer narrative:
Coding updated per new known event guidance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they had a problem with their spine and a nerve on their spine. They did not know whether the device was a part of the problem or not so the manufacturing representative (rep) decided to turn the device off until they resolved the problem. Patient reported they have since learned that the nerve problem was not related to the device and has been resolved so they wanted to turn the therapy back on again. Reviewed how to turn stimulation back on. The patient reported the therapy has not been helping them that much even prior to turning it off, which is why they had been working with their rep and was in the process of increasing amplitude before turning therapy off. The agent reviewed general expectations regarding amplitude and ins battery longevity, and patient indicated they were told at implant the ins battery would last about 2 years additional information was received from the patient. The reason for the call was the patient reported that it gave them two issues. Patient stated that they didn't feel anything, and it hadn't been doing anything, no symptoms relief at all. Agent reviewed that the stimulation sensation is not supposed to be there all the time and that it goes away as their body gets used to it. They said the device was not working. Patient stated that they had a problem about 4 months ago with their spine, and part of troubleshooting it, they had to make sure that it's not caused by the ins so they turned it off. Patient stated that everything's fine now, and they were trying to turn the stimulator on, but the device was not working. Agent walked the patient through connecting to the ins. Patient saw "end of service. Therapy has stopped" message. Patient stated that they hadn't used it in the last 4-5 months, and it's only implanted for over a year. Agent reviewed battery longevity and redirected them to the healthcare provider (hcp) to further address the issue.